Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, a shaft break occurred. The target lesion was located in the left anterior descending artery. As the physician was inserting the 2.25x24 taxus express2 atom des stent delivery system (sds), he noted that the shaft was bent. When he continued to advance the sds, the shaft broke into two pieces. The device was successfully removed from inside the pt and the procedure was completed with a different device. There were no pt complications and the pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.